Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 during therapy. The blockage was in the tubing. Insulin does not exit tubing. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.